Event description:
The customer reported to olympus that the video adapter was in use during reprocessing and the device produced a distorted image. Additional event information was requested but reporter has no further information available. No patient involvement was reported.

Manufacturer narrative:
The device was returned for evaluation. Device evaluation noted the reported issue was not able to be duplicated , however, during testing, a blurry image was produced by the device. This issue was caused by moisture on the lens. Visual examination also showed the coupler lens was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.